Event description:
The field service representative (fsr) reported that during testing of the device, the heart lung machine (hlm) power cord was found damaged as the grounding plug was missing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The fsr replaced the damaged power cord. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.